Manufacturer narrative:
No unexpected motor error alarms were noted. The pump passed the displacement, rewind and basic occlusion tests. The motor was tested outside of the device and it passed. Unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the insulin pump alarmed motor error three times. Customer reported changing the battery, but the alarm persisted. The customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. The customer agreed to return the insulin pump for analysis.